Manufacturer narrative:
The correction to repair the siderail has not yet been completed. An appointment has been made with the facility to complete the correction.

Event description:
The complainant stated that the left foot siderail has come off of the bed due to screws striping out.